Event description:
According to the reporter, post radiofrequency ablation procedure, a pad site burn was noticed on the patient¿s back with a non medtronic generator. There was temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.